Manufacturer narrative:
Device received with constant a64 alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self-test and displacement test due to a64 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self-test. The customer¿s blood glucose level was 180 mg/dl. The customer was able to clear the alarm. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis. The device will be returned for analysis.